Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she woke up with a blood glucose reading of 480 mg/dl with no alarms. Customer stated that she treated with an injection and it was the first time it has happened in 10 years. Customer changed the infusion set this morning and didn't notice any kinks. Customer thinks there was an air bubble and that she should have gotten an alert. Customer's blood glucose was 129 mg/dl before going to bed. Customer stated that her sensor glucose value was 400 customer thinks that her high alert was set to 200. Customer verified that the high alerts were showing in the alarm history. Customer was looking in the regular alarm history and stated that it was her fault. Customer stated that she was 99% sure that the high blood glucose was due to the air bubble. Customer's current blood glucose was 268 mg/dl. Customer treated with an injection and the pump. Customer stated that she has a back-up plan and her blood glucose went down to 218 mg/dl while on the phone.